Event description:
This report is for patient 1 of 2. Health professional reports: hemochron signature plus system inr result 5.7. Unspecified lab system inr result 2.93. Patient therapeutic range not provided. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Device is not being returned to manufacturer from end user. No product returned from user facility. Customer complaint could not be confirmed.